Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the act and esc keys on the insulin pump were unresponsive. The patient did not have alternative means of treatment, so she went to the ER. The customer wore the insulin pump at the time of the ER visit. She was still being treated in the ER. The caller did not recall any significant events leading to the keypad issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with no button response on the esc and act buttons due to an unlocked lcd keypad connector. Unable to perform all functional testing, including the idle current measurement, run current measurement, self test, off no power, unexpected restart, displacement, basic occlusion, occlusion, prime, rewind and excessive no delivery tests due to no button response. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the reservoir tube window corner, a cracked reservoir tube window and minor scratches on the lcd window.